Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as about 20 days ago). A specific device problem has not been reported. The return of the device may have aided the investigation in determining a cause for the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional (valve substitution) procedure. Coumadin was stopped before the procedure. The patient received low molecular weight heparin injection the day before the procedure. Reportedly, two and a half hours after the procedure the patient experienced intramuscular bleeding and a small hematoma at the closure site, which was treated surgically. There was no reported adverse patient sequela. Though requested, additional information was not provided.